Manufacturer narrative:
This is a known issue for which a report of correction has already been sent to FDA.

Event description:
It was reported that the ventilator had oxygen gas leaking from the bottom of the ventilator. There was no reported patient involvement.